Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to view a patient's episodes on the programmer, it displayed an 'invalid data' message. It was also reported that no high rate episodes were shown, however a different function indicated that there were four days where atrial high rates had occurred. The caller was advised that if the issue happened again, they should be sure to collect a save to disk file so it could be examined. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.